Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient programmer was giving poor communication. They also stated that the implant wasn¿t working for them anymore; noting they had a loss of symptom control about 18 months prior to the report. The poor communication began about 1.5 years prior to the report, as well. The patient did not have a managing doctor at this time, but was directed to follow-up with one. On september 4th, additional information was received from the patient. The patient reported that he has been having some serious back trouble where the device is located and has had CT scans to check the device. The patient stated that he has been referred to six different physicians and now has an appointment the 12 of september. The patient stated that he had several different procedures to his prostate. The patient stated that he has had prostate problems for years and has had multiple procedures done on it with the last procedure being done in june. Patient services tried to document the different procedures but was unable to understand the patient. The patient stated that he used to feel the pulsating and then the pulsing stopped and now the patient stated that he does not know what to do. Patient services documented information and redirected the patient to their healthcare provider (hcp). The patient stated that this has been going on for at least 2 years. The patient reported that the device had not worked since 2015. It was noted that the patient wanted to know longevity specs and also the procedure if he were to get a new implant. Patient services reviewed information. On september 4th, more additional information was received from the patient. The patient noted that he had a current appointment scheduled for (B)(6) 2019 with the healthcare provider (hcp). The patient stated that the circumstance that led to the poor communication and loss of control was that he had a loss of pulsating feelings with the implanted device. The patient additionally stated that he had changed the batteries 6 times and tried to sync up with the device and he got nothing. The patient stated that he has tried pressing different buttons and watching youtube videos but still gets nothing. The patient stated that he had seen 5 different doctors. The patient stated that the steps taken to resolve the poor communication and loss of control were when the device stopped pulsating, he changed the batteries. The controller antenna will not synch up with the implanted device. The patient stated that the issue had not been resolved. No further complications were anticipated/reported.